Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced weakness, shortness of breath and palpitations due to their device losing capture. It was also reported that the right ventricular (rv) lead exhibited high and rising thresholds and high and rising impedance. The device was reprogrammed and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.